Event description:
A customer reported that during a procedure, although the system displayed that the intraocular pressure was normal and controlled, the eye was noted as have "depressurization." The staff verified that the balanced salt solution (bss) tubing was not bent and that everything "was in order." The infusion pressure was continually increased from 60mmhg to 90mmhg, but the intraocular pressure could not be controlled. As to avoid choroidal effusion, another port was opened and bss was directly connected to restore "tonicity" to the eye. Additional info was received from the customer reporting the pt sustained a choroidal hemorrhage and a secondary surgery was required to drain the blood. The pt's visual acuity was measured as light perception.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).